Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block. No error codes. Cf (contact force) of stsf became hi and the display was disabled. Timing when complaints occurred was thirty minutes after using the smarttouch sf catheter. The cable was changed but the issue continued. The issue was resolved by changing the smarttouch sf catheter to another one. Then, the pulmonary vein isolation (pvi) and the persistent left superior vena cava isolation (plsvci) were performed. The complete atrioventricular heart blocks (cavb) occurred during the cavotricuspid isthmus (cti) and the patient left the room with the cavb still present. Extended hospitalization was required due to the cavb. The patient is being followed up. The pmi (perioperative myocardial ischemia) will be performed if the patient¿s state is not improved. The physician's opinions on the relationship between the event and the product was that there is no relationship between the product and the adverse event. There were no abnormalities observed prior to and during use of the product. Additional information- smartablate generator was used. No error message was observed during the procedure. Real time graph; dashboard; vector; visitag were used. Tag index was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-jul-2023, the product investigation was updated to include the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device 30957997l number, and no internal action was found during the review. Manufacturing date: 12-jan-2023 expiration date: 11-jan-2026 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-apr-2023, bwi received additional information indicating that the patient was of unknown age and weight. Therefore, this report redacts the originally reported information of 77 years old and 44 kg. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).